Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) examined the unit and sample data in question. No hardware issues were discovered. Beckman coulter inc. Assessment of the customer supplied data indicated that the wbc histograms from the two samples' tests were different. This was also observed in the differential display in which the neutrophil population was seen merging with the lymphocyte population for the test in question. There was an interference pattern seen on the wbc histogram, but not of significance to suggest that the interference was sufficient enough to warrant the triggering of the platelet clump flag. The nrbc module which is used to augment the detection of platelet clumps did not suggest that the platelet results were suspect, therefore no system message was generated. The cause for the discrepant result is unknown.

Event description:
The customer reported that an erroneous low platelet (plt) count result with no instrument flag was generated on an unicel dxh 800 coulter cellular analysis system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that in addition to the erroneous plt result, discrepant elevated white blood count (wbc) and mean platelet volume (mpv) results, without instrument generated flags, were also generated. Instrument generated flags included a 'left shift' differential suspect message, but the flag was not linked the impacted parameters. The presence of fibrin and plt clumping was seen on sample smear review. The erroneous results were released from the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. The patient was redrawn and upon subsequent testing on the same instrument, the plt result was higher, and the wbc and mpv results were lower, and regarded as valid. A corrected report was issued. The unicel dxh 800 coulter cellular analysis system wasperforming within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The sample was collected in a 5 ml vacutainer tube stored at room temperature and analyzed less than 2 hours from draw.